Event description:
The customer reported observing a leak from the unicel dxh 800 coulter cellular analysis system after performing maintenance on the instrument. The customer indicated that approximately 10 milliliters of fluid leaked and was not contained within the instrument. The customer stated that elevated nucleated red blood cell (nrbc) and platelet (plt) values were also noted on 6c quality controls. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered nucleated red blood cell (nrbc) r flags, alerting the customer to review the result, and a low nrbc cycle count of less than 100 for the 6c quality control. The fse evaluated the instrument and discovered clenz around the air mix temperature control (amtc) and tube debris above the wash collar which the fse believed was an indication that the wash collar was not aligned with hole of aspiration probe. The fse took the wash collar apart and cleaned the wash collar to resolve the issue. The fse returned on the following day and discovered that tubing #8 from pinch valve vl211 in volume, conductivity and light scatter for multiple angles (vcsn) module was kinked causing insufficient sample to reach the flow cell. The fse replaced the tubing to resolve the issue and no further flags were observed on the 6c controls. Results: wash collar. (B)(4).